Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the x-arm and observed a buildup of serum and reagent on the tip clamp and tip clamp sleeve in positions 1 through 3. Also, the fse noticed that the tip clamp prongs were bent out of position on all three clamps. Fse replaced the tip clamps, tip clamp sleeves and lld spring to correct the problem. The instrument was tested without further problem and returned to expected operation.